Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). Analysis confirmed the reported event. Main printed circuit board is intermittent. One board connector cable is out of specification (electrical trace is dented). One side bail cover, one case screw, and one side bail are missing.

Event description:
It was reported the device failed sensitivity test for ventricular side using a sigma pace tester. The device was going through semi-annual test at account by biomed. The device was returned for calibration. No information was received indicating patient involvement.